Event description:
It has been reported that there are pressure differences despite zeroing and a time lag of about 15 seconds between the pulsioflex monitor and the dräger infinity delta monitor. Further information revealed that the pressure differences occurred after 4 hours of use and the difference occurred permanently (not sporadically). The difference has been described as more than 10 mmhg and all values have been affected: apsys, apdia, and apmean. Cables have been exchanged and it has been zeroed without success. Parameter settings have been checked. Subsequently, the device has been removed from use. No harm or clinical consequences occurred. The values have been rated as implausible. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Further information has been requested and the investigation is ongoing. A second report has been submitted for pulsioflex, pc4000, (B)(4) (manufacturer reference #: (B)(4)). At this point of investigation it is not known which device malfunctioned. A supplemental emdr will be sent when the investigation is completed. Device not yet received.

Manufacturer narrative:
It has been reported that there are pressure differences despite zeroing and a time lag of about 15 seconds between the pulsioflex monitor and the dräger infinity delta monitor. Further information revealed that the pressure differences occurred after 4 hours of use and the difference occurred permanently (not sporadically). The difference has been described as more than 10 mmhg and all values have been affected: apsys, apdia, and apmean. Cables have been exchanged and it has been zeroed without success. Parameter settings have been checked. Subsequently, the device has been removed from use. No harm or clinical consequences occurred. The values have been rated as implausible. A systematic design or production issue is considered as unlikely due to the low complaint rate (1%). This is supported by the fact, that the hospital confirmed that this case has not occurred on other patients with the same set up (same bedside monitor and bed). A DHR review did not reveal any nonconformity or deviation from specification relevant to the reported issue. A defective cable is considered as unlikely as, according to the customer, cables have been exchanged but issue remained. The devices (pulsioflex and picco module) have been returned and inspected. No deficiency could be detected, which could have contributed or caused the described event: a calibration check did not reveal any deviation from specification, the devices are correctly calibrated. It has been tried to reproduce the error pattern by simulating an endurance test with one dynamic signal over 5 hours. Additionally, in order to further simulate a potential patient situation, a simulation of a changing dynamic signal has been performed (for arterial pressure (160/100, 120/80, 90/60). No deviation could be detected: values have been correctly transmitted and no delay in value transmission could be detected. The values appeared almost immediately correct on both monitors. Overall, no deficiency or deviation from specification could be detected during device inspection. No video or picture has been provided. It cannot be determined if an user error had occurred, which could have contributed or caused the described event. The user has provided further information surrounding the event. Based on the provided information, no handling error during use could be identified. The IFU indicates: ¿caution if a zero adjustment is not performed, the blood pressure values may be incorrect. Zero adjustment of the pressure transducer is mandatory.¿ and ¿caution when the picco module for the pulsioflex is also connected to a bedside monitor, perform a zero adjustment of the pulsioflex before zeroing the bedside monitor.¿ according to hospital explanation, it has been correctly zeroed. It is not known if patient related factors contributed to the event, but it is not considered as likely. Provided information (hemodynamic instable, 70 years, 80 kg) does not indicate any highly unusual situation. Overall, the exact root cause could not be determined. The complaint investigation has been performed to the most possible extent. The issue will be further monitored on the market in order to identify trends. With the information stated above the complaint will be closed. Date of event according to customer: between 09/10/2022 and 09/13/2022.

Event description:
Manufacturer reference: # (B)(4).